Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose results were 220mg/dl on thier meter and 140mg/dl on the lab. Tests were done within 10 mins with a difference of 57%. Control solution tests passed on the meter. Pt did not experience any adverse events. No further info has been reported.